Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the I-drive stapling system showed involuntary load joint and spindle rotation movements. The system was restarted and worked in this surgery, but was used in another surgery on (B)(6) 2017 and presented the same problem of stem rotation and load joint. Rebooting again until it works. No reinforcement material was used in conjunction with the stapling device. There was a problem loading and unloading the device. The stapler was not able to fire. The surgeon was unable to press the green button and squeeze the handle. There was no patient injury or extension of hospitalization required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.